Event description:
The reporter stated during a subtalar arthroereisis foot surgery, the surgeon said the bioblock implant was difficult to release from the placement driver. There was no issue with the bioblock implant. There was no pt injury. There was a reported 1 minute delay in surgery due to this alleged issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.